Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was due to a repeat peritonitis event. The patient was not hospitalized for the peritonitis event. On unreported date, the patient was treated with fortaz (dosage, route, frequency, and duration not reported) and gentamycin (dosage, frequency, route, and duration not reported) for the peritonitis event. On an unreported date; dianeal therapies were stopped, the peritoneal dialysis catheter was removed, and the patient was placed on in-center hemodialysis. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.